Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the first clip applier malfunctioned and would not deploy. The second clip applier acted like a knife cutting the vessel. The vessel had to be cauterized and sutured to control the bleeding. It became an urgent situation. The event type is a serious injury and event outcome was required intervention.